Event description:
It was reported that the ilet pump touchscreen was cracked and became unusable after the user dove for a volleyball, rendering the device inoperable; blood glucose levels were reported as unaffected, and the device had synced prior to shutdown, with the affected component identified as the touchscreen and the device problem characterized as a fracture. Symptoms included no reportable clinical effects. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the touchscreen that occurred during user activity, consistent with a fractured device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.